Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had unknown mentor saline implants placed experienced unexplained systemic symptoms post procedure. Pain in the area of the left breast implant, discomfort in the area of the right breast implant, joint pain, brain fog, headaches, dizziness, inability to walk, and inflammation were not noted. She has had series of blood work and numerous doctor¿s visits without any conclusive medical diagnosis. The patient was prescribed anti-inflammatories and participated in massage therapy to remedy to pain, however, this was stated to be unsuccessful. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This event was submitted directly to the FDA by the patient under mw5088450. See 1645337-2019-19688 for contralateral prosthesis report.